Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 28-nov-2016: ptc investigation result was received company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 3 years later was submitted to a hysterectomy to remove the device. Months later, she underwent a second surgery to remove her ovaries, during which a coil was found embedded between her psoas muscle and her bowels (coil near her bowels). The physician attempted to remove this coil, but it broke into pieces. She was submitted to a new surgery to remove the broken essure coil, but it was unsuccessful. These events are anticipated in the reference safety information for essure (device dislocation into the abdomen) and according to the technical analysis (device breakage), except for removal of ovary which is unanticipated. Considering the nature of the reported device breakage and dislocation into the abdomen, a causal relationship between these two events and essure cannot be excluded. The reported ovary removal was considered as unrelated to essure, based on device safety profile and event's nature. This case is regarded as incident because a device removal was required. According to the product technical complaint, product quality defect could not be confirmed but is considered plausible. Upon receipt of follow-up information this case became legal, thus further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0787, awareness date 26-aug-2015).it refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported that because of essure she had a hysterectomy at the age of (B)(6). According to her, during one of the 4 surgeries she had due to essure, a coil was found embedded between her psoas muscle and her bowels. At the time of report, she stated she will need a 5th surgery to remove the remaining pieces. Consumer also reported that essure had cost her a lot of pain. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and during one of the 4 surgeries she had due to essure, a coil was found embedded between her psoas muscle and her bowels (interpreted as device dislocation into abdominal cavity). She had a hysterectomy but she will need a fifth surgery to remove remaining pieces (interpreted as device breakage). The device dislocation is serious due to required intervention and device breakage due to planned required intervention. The device dislocation is listed while the device breakage is unlisted in the reference safety information for essure. Considering the nature of these events, the causal relationship between these two events and essure cannot be excluded. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and during one of the 4 surgeries she had due to essure, a coil was found embedded between her psoas muscle and her bowels (interpreted as device dislocation into abdominal cavity). She had a hysterectomy but she will need a fifth surgery to remove remaining pieces (interpreted as device breakage). The device dislocation is serious due to required intervention and device breakage due to planned required intervention. The device dislocation is listed in the reference safety information for essure, while the device breakage is listed according to the technical analysis. Considering the nature of these events, the causal relationship between these two events and essure cannot be excluded. This case is regarded as incident since a device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up information received on 13-jun-2016: legal claim was received from a lawyer on behalf of the consumer/plaintiff. Essure was inserted on (B)(6) 2011. Shortly after undergoing the essure procedure, an hysterosalpingogram test (hsg) was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, pain during intercourse and chronic fatigue. Plaintiff has never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms but was unable to resolve her symptoms. In or around (B)(6) 2014 plaintiff underwent a partial hysterectomy to have one of her essure coils removed. In or around (B)(6) 2015, plaintiff underwent a second surgery to remove one of her ovaries. At that time her treating physician informed that her remaining essure coil was found near her bowels and attempted to remove the remaining essure coil but the coil broke into pieces and was unsuccessful in the removal procedure. On or around (B)(6) 2015, the plaintiff underwent a third surgery in an attempt to remove the broken essure coil but was again unsuccessful. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 3 years later was submitted to a hysterectomy to remove the device. Months later, she underwent a second surgery to remove her ovaries, during which a coil was found embedded between her psoas muscle and her bowels (coil near her bowels). The physician attempted to remove this coil, but it broke into pieces. She was submitted to a new surgery to remove the broken essure coil, but it was unsuccessful. These events are listed in the reference safety information for essure (device dislocation into the abdomen) and according to the technical analysis (device breakage), except for removal of ovary which is unlisted. Considering the nature of the reported device breakage and dislocation into the abdomen, a causal relationship between these two events and essure cannot be excluded. The reported ovary removal was considered as unrelated to essure, based on device safety profile and event's nature. This case is regarded as incident since a device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Upon receipt of follow-up information this case became legal, thus further information will be obtained through the litigation process.